Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 15313191 / 16094167, model/catalog description: linear st lead kit 70 cm. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient had high impedances in one of the leads. Lost of coverage was noted. The patient underwent a lead revision procedure and was doing well postoperatively.